Manufacturer narrative:
Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information are being made and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The report is inconclusive as to the cause of the reported product problem. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. Burs are interchangeable drill bits and burs intended for use with otologic drill handpieces. Burs are supplied in a variety of materials for improved cutting performance including: stainless steel with titanium nitride coating, carbide and stainless steel, tool-steel, carbide, and stainless steel with diamond studded heads. Burs are indicated for use in incising or removing bone and tissue during general otorhinolaryngology, head and neck, or otoneurological surgery. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, transsphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy.

Event description:
It was reported that during a scheduled sinus procedure, the surgeon started drilling the frontal sinus of the patient and the bur broke during drilling. The surgeon had to resume surgery manually. There was no patient impact reported.

Manufacturer narrative:
(B)(4) - device analysis: two samples were returned. One in original pouch with labeling identifying it as item (B)(4), high speed rad 55 curved bur, 3.6 mm lot # 55868200. It was observed that the spiral wraps on both burs were distended. Under 20x magnification, blades appeared very clean. Hubs were examined under 20x magnification, and no anomalies were found. There is no indication that these burs were improperly loaded into the handpiece. One of the samples came apart with a light tug to the hub. This lower piece and the tip were easily removed from the outer shaft. Both pieces of the inner bur exhibited elongated spiral wrap, which was increasingly more tightly wound up to the site of the break. The root cause was suspected to be a compromise of the spiral wraps integrity during surgical procedures where significant stress is imparted to the wraps by pulling the bur or blade in an axial, distal direction as might occur during the shaping of bone. Complaint is confirmed- exact cause is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.